Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time and date was noted to be inaccurate. There was no impact to the customer's blood glucose level. The contact was guided through correcting the date and time.